Event description:
It was reported by service report that the arm rest was broken on the unit exposing sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Arm rest.